Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that a pin from the therapy cable assembly had broken off of the cable's connector and become lodged in a socket of the device's therapy connector assembly. As a result, the device would no longer recognize that the therapy cable was connected to the unit and therefore was unable to detect a patient, charge and shock. Physio-control then replaced the device's therapy connector assembly and disposed of the damaged therapy cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not deliver therapy during an event. The customer did not believe that there were any adverse effects to the patient as a result of the reported issue; however, the actual patient outcome was not confirmed. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and then event; however, no response has been received.